Event description:
It was reported that patient did not have good efficacy in addition to intense abdominal pain. It was noted that the implantable neurostimulator (ins) and the leads were removed in (B)(6) 2015 due to the pain being caused by overactive nerves. It was indicated that patient still had symptoms while ins was implanted. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that there was a 50% or greater symptom reduction and it was suspected the patient developed an allergic /inflammatory reaction to the gastric/ pacer components. A computerized tomography (CT), kidney, ureter and bladder, and a repeat of esophagogastroduodenoscopy (egd) were done. The patient initially responded very well to her gastric pacer, but then had recurrence of symptoms. They were found to have an abscess at one of the lead sites. The leads were removed and a temporary lead was placed. The abscess resolved but the patient had ongoing pain and inflammation that was felt to be a sensitivity or allergic reaction to a component of the gastric pacer. The leads were replaced with temporary replacements. The cause of the event was not determined and it was unknown if the issue was device related. The patient had not recovered and the symptoms /issues were ongoing.